Manufacturer narrative:
Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet production specification. Quality personnel then investigated the attachment. Maximum recorded temperature while free running the attachment for 30 seconds with coolant spray off was 38.9°c and 70.4°c under load testing with coolant spray on. These temperatures did exceeded requirements. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear. Bur end bearing outer race was stuck inside the head cavity. Bur end bearing retainer looked good but it was covered with debris. The cap end bearing retainer was broken into pieces. This failure would have resulted in instability of the set assembly and introduced abrasive material to the inner components of the head and neck during use. Debris was observed inside the cap and head cavities and inner components. Cap end bearing failure and debris most likely created friction within the head which resulted in temperature increase.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.